Event description:
A hysteresis rate of 50 was programmed on with three search cycles. Following programming of new parameters, an itp was performed, which indicated search cycles were off. The rate/timing screen following another inquire indicated search cycles of three were still on. Mode was ddd+ hysteresis.